Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the guide handle broke. There was no reported harm, injury, or delay. Another device was not needed to finish the surgery. Due diligence is complete. No additional information is available at this time.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the provided picture identified the portion of the device pictured visually matches the current product print. The product shows signs of use with slightly deformed tines. A fracture cannot be seen due to the angle of the provided picture. Product information cannot be identified with the provided picture. A review of the device history record could not be conducted as lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.